Manufacturer narrative:
In previously submitted report, report information 510k number was incorrect. In this report, section report information 510k number has been updated/corrected.

Event description:
This notification was opened for review for information received that the remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices blower has completed foam needs to be replaced to address the issue. The device was scrapped. There was no report of serious or permanent harm or injury. There was no report of medical intervention.